Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he started to throw up at night and felt thirsty. He had high blood glucose level all night, which he tried to treat by giving himself multiple correction boluses. The highest blood glucose level was reported to be 700 mg/dl. On (B)(6) 2019, the patient subsequently went to the hospital via ambulance. As corrective treatment, he received intravenous drip and a lot of fluids, which resolved the issue. On (B)(6) 2019, the patient was released from the hospital. Until then, the patient was unaware that his cannula was bent and was the cause of high blood glucose level. The infusion set had been in use for two days and the patient was unsure of any permanent damage caused. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.